Event description:
The pt was reportedly experiencing sound quality issues followed by loss of lock. External equipment was exchanged however this did not resolve the issue. Revision surgery is under consideration.